Event description:
It was reported that the patient presented for a replacement procedure. It was noted that the setscrew of the pacemaker cannot be tightened. The pacemaker was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of could not tighten the setscrew to fix the lead was confirmed. Analysis revealed the user of the torque wrench during the implant procedure made numerous incorrect wrench insertions in trying to engage and tighten the setscrew. The user did not appear to know if the wrench was in the setscrew inset or not. Too many turns in the reverse direction screwed the setscrew out of the connector block socket and up into the septum. With the setscrew out of the socket the setscrew cannot be tightened on the lead. The problem was caused by the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.